Manufacturer narrative:
The complainant indicated that the device was disposed of at the site and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4): product disposed at site.

Event description:
It was reported to boston scientific corporation on (B)(6), 2010 that an extractor rx retrieval balloon was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2010 involving an (B)(6) female patient (patient weight is unknown). According to the complainant, the balloon burst during stone extraction. The balloon was completely in tact when it was removed from within the patient. They completed the case without a second extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".